Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that during use there was leakage past the stopper with a bd syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: syringe with difficult to attach, presenting leakage. Visually is possible to observe that the stopper of the syringe is defective. Quantity used more than 30 needles.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer for evaluation. When the retention samples were evaluated, it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order. CAPA 944254 was opened to investigate further. H3 other text : see section h.10.

Event description:
It was reported that during use there was leakage past the stopper with a bd syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: syringe with difficult to attach, presenting leakage. Visually is possible to observe that the stopper of the syringe is defective. Quantity used more than (B)(4) needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was leakage past the stopper with a bd syringe plastipak 20 ml ll s/su. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe with difficult to attach, presenting leakage. Visually is possible to observe that the stopper of the syringe is defective. Quantity used: more than 30 needles.